Event description:
Customer reported receiving an error 2 on their precision qid blood glucose meter, and could not properly obtain a glucose result. They then reported feeling dizzy and lethargic, and an ambulance was called. Paramedics arrived and obtained an unspecified high result on an unknown brand of glucose monitor, and the customer's wife administered 17 units of lantus in order to stabilize glucose levels.

Manufacturer narrative:
Ithe customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.